Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that premature deployment occurred. The 70% target lesion was located in the moderately tortuosity and severely calcification vertebral artery. A 6.0mmx14mmx150cm express vascular sd stent balloon expandable was advanced for treatment. However, during the delivery, the stent was found unloaded and was pushed to the distal end of the blood vessel with a multifunctional catheter. The procedure was completed by placing a new express sd stent. There were no complications reported and the patient status was stable.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) medical university. Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. There is contrast present inside the balloon and the stent did not return for analysis. Inspection of the remainder of the device presented no damage or irregularities. Product analysis found that the stent was deployed.

Event description:
It was reported that premature deployment occurred. The 70% target lesion was located in the moderately tortuosity and severely calcification vertebral artery. A 6.0mmx14mmx150cm express vascular sd stent balloon expandable was advanced for treatment. However, during the delivery, the stent was found unloaded and was pushed to the distal end of the blood vessel with a multifunctional catheter. The procedure was completed by placing a new express sd stent. There were no complications reported and the patient status was stable.

Manufacturer narrative:
Correction to field d4: lot number from 0032405977 to 0032265256. E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. There is contrast present inside the balloon and the stent did not return for analysis. Inspection of the remainder of the device presented no damage or irregularities. Product analysis found that the stent was deployed.

Event description:
It was reported that premature deployment occurred. The 70% target lesion was located in the moderately tortuosity and severely calcification vertebral artery. A 6.0mmx14mmx150cm express vascular sd stent balloon expandable was advanced for treatment. However, during the delivery, the stent was found unloaded and was pushed to the distal end of the blood vessel with a multifunctional catheter. The procedure was completed by placing a new express sd stent. There were no complications reported and the patient status was stable.